Manufacturer narrative:
The field service representative (fsr) confirmed that the roller pump had very tight occlusion. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump occlusion was stiff and causing a 'pump jam' alert. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump occlusion to be able to be easily adjusted, and he observed no pump jams to occurr unless the pump was over-occluded or intentionally jammed which was expected.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported issue. The roller pump functioned properly with no issues involving tight occlusion or pump jam error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.